Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level 48 mg/dl which was treated by glucose tablet. Customer stated that sensor was not on as it did not go into the body. Customer was using insulin pump within 48 hours of reported event. Customer was not using auto mode on insulin pump. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.